Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the 26mm sapien 3 valve by transfemoral approach, the delivery system balloon did not inflate and the valve did not expand. When the physician pulled back on the atrion, blood came back. A balloon rupture was suspected. The commander delivery system and valve could not be retrieved back into the esheath, and were removed surgically. New devices were used to complete the case. The patient was doing well post procedure and discharged on post-operative day one. The patient¿s access vessel was at least 6mm in diameter, and was not calcified or tortuous. There was no resistance during valve alignment. Valve alignment was performed in a straight section of the descending aorta far from the tip of the sheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Section was updated.

Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, it was observed that there was bunching on the proximal tapered portion of the inflation balloon over the crimped valve, the crimp balloon was torn proximal to the inflation/crimp balloon bond, two (2) of the inflation balloon legs were inverted/bent, and there were flex tip gouges. During dimensional inspection, the crimp balloon double wall thickness measurements were taken and were found to be within specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Returned images of the devices post-procedure were reviewed and the following observations made: blood was present in the atrion; flex tip near proximal inflation shoulder (not flush against thv) that is bunched up. As per report, no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented by edwards lifesciences in a product risk assessment (pra). The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Although valve alignment was said to be performed in a straight section of the aorta, any bends or angles could result in increased forces being applied to the bond area. The thv may unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. Gouges were present on the returned flex tip, which is indicative of valve diving. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), an engineering study previously performed by edwards lifesciences was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors (high alignment forces) contributed to the reported event. However, a definitive root cause could not be determined at this time. Complaint history review suggests that procedural factors may have contributed to the reported withdrawal difficulty. As a result of the torn balloon, the balloon component (exposed balloon legs) or valve struts could have been caught on the sheath distal tip during device retrieval, leading to withdrawal difficulty. The inverted/bent balloon wings and proximal inflation balloon bunching/folding over onto the valve are evidence of excessive force applied to pull the torn balloon during device retrieval. Additionally, the flex tip was not pulled against the crimped valve, likely due to the condition of the balloon, prior to thv retrieval through sheath. By not having the flex tip flush against the crimped thv prior to d.s. Withdrawal, non-coaxiality between the esheath and the distal end of the delivery system is more likely to occur and contribute to the difficulty in withdrawing the delivery system through the esheath. Based on the available information, it is likely that procedural factors (retrieval of a torn balloon) contributed to the reported event. During manufacturing, the s3 balloons are 100% visually inspected for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The s3 balloons are 100% visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloon samples undergo burst testing and additional visual inspection. The device undergoes proximal and distal ID inspection; wall thickness inspection and visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects (unaided eye visual inspection), foreign matter, impurity/contamination, appearance of fish eye and gel spots. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold, and forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection is performed. The commander delivery system is 100% leak tested. Additionally, product verification testing was performed as a requirement for lot release. Visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft. System retrieval force was tested. The balloon burst pressure after fatigue was tested. Visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any issues that could have contributed to this complaint event. A lot history review revealed three (3) other similar complaints, but no manufacturing non-conformance were identified. A review of the complaint history from november 2017 to october 2018 for edwards commander delivery system (for all models and sizes) revealed other similar returned complaints that were confirmed. However, no manufacturing non-conformances that would have contributed to the complaints were identified. The complaints for balloon torn and delivery system and valve withdrawal difficulty through sheath were confirmed. No manufacturing non-conformance were identified in the returned device. Dimensional and visual inspection of the returned device did not reveal any non-conformances. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. A definitive root cause for the balloon torn event could not be determined at this time. However, a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks, and further investigation was performed on the crimp balloon tubing and resin lots. Additionally, a CAPA captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. Edwards has decided to proceed with including verbiage that currently exists in the training manuals, into the IFU for the sapien 3 and commander delivery system. The content will consist of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. Available information suggests that procedural factors (retrieval of a torn balloon) contributed to the withdrawal difficulty event. Since no labeling or IFU inadequacies have been identified, and the occurrence rate did not exceed the control limits, no corrective or preventative action is required at this time.

Manufacturer narrative:
During pre-decontamination evaluation of the returned device it was observed that the crimp balloon was torn, two of the inflation balloon legs were inverted, and there were gouges on the flex tip. Section code was corrected.